Manufacturer narrative:
Additional information: h4, h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: these events occurred on unspecified dates in mid june - july. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through an unspecified quantity (at least five) clearlink buretrol solution sets. It was observed that the IV (intravenous) solution stops flowing within a few minutes after flushing. The stopper was not compressing or causing the flow to stop. The IV solution starts to back up, requiring a second flush to continue functioning. It was unknown if a patient was connected for therapy at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.